Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pain") and genital haemorrhage ("abnormal, heavy bleeding") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included menstruation irregular and cervical dysplasia. Concurrent conditions included gerd, restless legs, trigeminal neuralgia, dysfunctional uterine bleeding, ovarian cyst, itching and menometrorrhagia. Concomitant products included butalbital;caffeine;paracetamol (fioricet), carbamazepine, clonazepam (klonopin), famotidine, omeprazole magnesium (prilosec), sertraline hydrochloride (zoloft) and topiramate (topamax). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia") and allergy to metals ("nickel allergy"). In (B)(6) 2008, the patient experienced urticaria ("hives"). In (B)(6) 2009, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2009, the patient experienced fatigue ("fatigue") and abdominal pain ("abdominal pain"). In (B)(6) 2010, the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6) 2010, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), anxiety ("anxious"), depression ("depressed"), hypersensitivity ("allergic reactions"), rash ("rashes or skin conditions type: rashes") and abdominal pain lower ("lower abdominal pain"). The patient was treated with surgery (to undergo a total hysterectomy with da vinci robot). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, genital haemorrhage, anxiety, depression, hypersensitivity, rash, headache, fatigue and urticaria outcome was unknown, the vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, abdominal pain and abdominal pain lower had resolved and the migraine and allergy to metals was resolving. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, hypersensitivity, menorrhagia, migraine, pelvic pain, rash, urticaria and vaginal haemorrhage to be related to essure. The reporter commented: patient had sought treatment on multiple occasions for the symptoms, was forced to undergo a major surgery and has been left with serious injuries. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: confirmed proper placement; in (B)(6) 2008: result: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records:nickel- reaction- rash, migraine, headaches. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received. Lab data added. Concomitant medication and condition added. Events : abnormal bleeding (vaginal), menorrhagia, rashes or skin conditions type: rashes, migraines, headaches, nickel allergy, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue, abdominal pain, hives, lower abdominal pain were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pain") and genital haemorrhage ("abnormal, heavy bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), anxiety ("anxious"), depression ("depressed") and hypersensitivity ("allergic reactions"). The patient was treated with surgery (to undergo a hysterectomy). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, genital haemorrhage, anxiety, depression and hypersensitivity outcome was unknown. The reporter considered anxiety, depression, genital haemorrhage, hypersensitivity and pelvic pain to be related to essure. The reporter commented: patient had sought treatment on multiple occasions for the symptoms, was forced to undergo a major surgery and has been left with serious injuries. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: confirmed proper placement incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.